Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: do you mean the suture separated from the needle (pull off) during the procedure? No, the physician completed the surgery and had already left the room. When the nurse was applying steri-strips she realized how easily they untied and asked the physician to come back in and evaluate. Each suture came untied with a very easy pull.. Please clarify, how many suture/needle pull offs occurred during suturing on this one patient during this single surgical procedure? We used one needle/suture. It was just multiple ties from the same suture. Was a suture needle pull off occurred with all 10-13 devices during this single surgery? Not sure what you are asking. Refer to above. What tissue/location was suturing when pull off occurred? Epidermis / patient¿s lower extremity. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No, we just grabbed a new lot number and started the suturing process over again. Did the pull off issue occurred in multiple procedures? If yes please provide pc number for each of the procedures. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.